Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's fiance reported via phone call high blood glucose levels and issues with the insulin pump. Customer's blood glucose level was 441 mg/dl. Customer experienced abdominal pains and extreme thirst. Customer ate vegetables and was not able to treat their high blood glucose due to not having a backup plan. Customer did not use their insulin pump due to their doctor advising them it did not function properly. Customer advised they wanted their basal rates changed and their healthcare provider was unable to access the basal rates. Customer's alarm history showed multiple low battery, low reservoir and no delivery alarms. Customer's fiance performed the high pressure test and passed. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions.